Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize an ECG signal) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle on the monitor case was detached from the case, damaging internal wires. The cause of the incoming test failure and inability to recognize an ECG signal is the damaged receptacle and wires. Root cause investigation is ongoing under an existing internal corrective action. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that it would not recognize an ECG signal.